Event description:
It was reported that the reservoir had medium air bubbles inside of it. The blood glucose reading was 96 mg/dl. The customer stated that the insulin pump had not been rewound with a reservoir in place. She was advised to change the infusion set, and the air bubbles anomaly did not persist after the set change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.